Event description:
The customer reported the generation of erroneously low patient results for multiple analytes on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective tubing. The fse replaced the tubing to resolve the issue. Section a2, a4, a5 and e1: information not provided by customer. The beckman coulter internal identifier is (B)(4).